Event description:
I have type 1 diabetes and I use a medtronic paradigm insulin pump and there was a recall on insulin pump reservoirs leaking due to a problem with the "o" ring. I had many problems with reservoirs leaking insulin from the reservoir into the insulin pump (instead of being pumped into my body). I used a new box of reservoirs that were not recalled and the first (and only) 2 reservoirs that I used both beaked insulin from the reservoir and into the insulin pump. Both times I had severe hyperglycemia due to lack of insulin. I called to report the problem and was told that this lot was not recalled and that I could continue to use the reservoirs (even though the only 2 that I used from the box both leaked insulin causing serious harm). The ref number is mmt-326a, lot number h8267161, exp 06/2015.